Manufacturer narrative:
Pump received with critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found no moisture damage on electronics, internal battery connector, battery connector, force sensor, motor. Swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. Unit p-cap / test reservoir lock in place properly. Unit received with scratched case, stained keypad overlay. In conclusion, unable to device test failed anomaly and unable to download pump history using thus due to critical pump error (open book). Critical pump error (open book) alarm, problem isolate to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. Hypoglycemia and device test failed. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia. Hypoglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), glucose/carb intake. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. High pressure test did not pass twice. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1780kl was requested. And customer response was, the device will be returned. No product return is required for mmt-332a, no product return is required for mmt-397a, frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.